Event description:
The customer observed a falsely elevated parathyroid hormone result while using the architect ipth assay. The customer indicated that the initial result was generated using the architect ipth assay and the retest result was completed using another methodology, (B)(4). The customer provided the following results: initial 59.5 pg/ml, retest 32 pg/ml. No additional patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Please refer to manufacture report number 3002809144-2013-00047. The evaluation will be documented in the corrected manufacturer report.

Manufacturer narrative:
Lot numbers 01211k000 and 01612a000 were in use at the time the discrepant result was generated. It is unknown which lot generated the result. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.